Manufacturer narrative:
The event took place outside of the united states (in (B)(6)). Explanted information are unknown.

Event description:
The event was a revision surgery due to unknown reason. Additional details (including date of primary surgery and explant information) are unknown.